Manufacturer narrative:
The customer¿s report that a device alarmed for communication error and shut off was confirmed in the devices event log and replicated during testing. Device was received with 2 missing screws and a loose main battery. Based on a review of the device history (manufactured on sept 29th, 2015 with no service records) and the battery date code (34th week of 2017) it appears that the missing screws was the result of improper maintenance. A review of the devices event and error logs confirmed the occurrence of a system shutdown and a system error 800.8000. Testing was able to replicate the system error by applying slight vibration which caused the battery to disconnect briefly resulting in the 800.8000 error condition. The root cause of the 800.8000 error was determined to be a hardware issue (missing battery screws) due to improper maintenance.

Event description:
It was reported that valproic acid was infusing at an unspecified rate, during transporting a neuro critical care patient to CT scan the device alarmed for communication error and shut off. The user attempted to restart the device however received the same error. The customer stated that there was no patient harm reported however a 20 min. Delay for the valproic acid infusion. The facility biomed received the device which displayed error code800.8000, reported that this ¿device had a software re-flashed back in february 2019¿.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Device used for therapeutic purposes.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed neuro critical care patient.

Event description:
It was reported that valproic acid was infusing at an unspecified rate, during transporting a neuro critical care patient to CT scan the device alarmed for communication error and shut off. The user attempted to restart the device however received the same error. The facility biomed received the device which displayed error (B)(4), reported that this ¿device had a software re-flashed back in february 2019¿.